Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm. Customer stated that they were hospitalized on (B)(6) 2020 due to high blood glucose with the blood glucose level of 579 mg/dl. Customer also experienced high blood glucose level of up to 600 mg/dl and was corrected with insulin pump until (B)(6) 2020. Customer stated that there was no visual damage on insulin pump and insulin pump was neither dropped nor bumped. Customer stated that the insulin pump was not exposed to high magnetic field. The insulin pump will not be returned for analysis.